Event description:
It was reported to philips that the c-arm was stuck at a 70 degree angle. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure was aborted and subsequently completed using another system. Philips remote service engineer (rse) connected with the customer and examined the system remotely and found the reported problem. After reviewing the log, rse found the problem may be associated with an adjustment in the pathway, without any visible component failure. Upon onsite troubleshooting, fse found that the customer's added bariatric boards caused repeated collision messages with the table and potentiometer (pot) was defective. To resolve the problem, on another case the pot was replaced, calibrated. After replacement and calibration of the defective potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.